Manufacturer narrative:
Manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately nine days post filter deployment, computed tomography revealed right sided pulmonary embolism and on same day upper abdomen was examined which demonstrated an inferior vena cava filter in place within the superior vena cava with a subtle small filling defect in the filter apex. Approximately twelve years later, computed tomography revealed the filter was oriented longitudinally within the tip and most of the filter above the renal veins. The level appears to be at l2, related half of the inferior vena cava noted filter appeared to be above the level of the renal veins. The sides ranges lie both in and outside of the inferior vena cava. Therefore, the investigation is confirmed for perforation of the ivc and filter migration. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter migrated and perforated outside the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient was diagnosed with pulmonary embolism; however, the current status of the patient is unknown.